Manufacturer narrative:
(B)(4). This complaint for air observed in the supply line, though this did not cause of the check supply line alarm, was not confirmed and the assignable cause was not determined. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting air in the supply line during a check supply line alarm while in fill 2 of 4 on the home choice (hc). The hc had some solution in the supply bag only. The technical service representative (tsr) instructed the home patient (hp) to lift the supply bag and press go. The hc was back to refilling the heater. The heater bag was not refilling. The tsr instructed the hp to push the solution in to the cassette. The hp stated there was air in the supply line. The tsr assisted with ending therapy in fill 2 of 4 with a fill volume (fv)=1070ml. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the check supply line alarm with air in the line. Per the pd rn, they were contacted by the home patient (hp) regarding the alarm and air in the line. The pd rn stated the hp is currently using the cycler without problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.